Event description:
It was reported that the insulin pump alarmed motor error during insulin bolus delivery. Blood glucose value is 15.6 mmol/l. Customer does not use the sensor feature and is able to clear the alarm. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error or excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.